Event description:
It was reported that the customer had woken up with a blood glucose level of 500 mg/dl. Customer went to bed with a blood glucose level in the 100's mg/dl. Customer would change everything out and his blood sugar will still rise. Customer was advised to reinsert the reservoir and run a manual prime. Insulin did exit the tubing. Customer's alarm history was reviewed and a battery out limit alarm was found. Customer stated that he was aware of the alarm and that he was off the pump for a weekend. Customer did not have a tubing clamp and will be sent one to complete troubleshooting. Customer treated with a manual injection and customer's blood glucose level went down to 256 mg/dl. Customer just wants the pump to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.